Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump due to not having charging supplies, and technical support instructed customer to call back to complete troubleshooting. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.